Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported "saline solution was wrongly injected in the opposite direction." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: extreme care should be taken to avoid needle puncture or other damage to the tissue expander or the injection site during the expansion process. To minimize the risk of tissue expander damage during expansion, fill the expander only with sterile saline for injection and use the appropriate location methods and instruments, as described in instructions for use.

Event description:
Healthcare professional reported "saline solution was wrongly injected in the opposite direction". The device has been explanted.